Event description:
It was reported that the user experienced a low blood glucose event, with a blood glucose of 55 mg/dl that rose to 74 mg/dl by the end of the call, after performing a factory reset that likely led to a dinner meal announcement resulting in more insulin than needed; the pump was described as in relearning dosing behavior and education was provided. Investigation of this case revealed user-driven configuration change and insulin dosing consistent with early adaptive learning following reset, with no device malfunction identified. No symptoms associated with hypoglycemia reported. Outcomes included transient low glucose without hospitalization. It was concluded that the event was related to therapy management during the post-reset learning period, with no device failure confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.